Event description:
The device was returned to the MFR with no info. No adverse event was reported.

Manufacturer narrative:
Final device analysis results reveal - gears seized together - bridging residue.